Event description:
During a routine shift check by a clinician, the device displayed "pacer fault 116", "defib disabled" and 'defib fault 72" messages. Complaint indicated that there was no pt involvement in the reported malfunction.